Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found. Corrective actions are in process.

Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous coronary intervention [pci] procedure, the access wire detached within the patient. The physician was attempting retrograde arterial access, when the wire detached. A surgical procedure was required to successfully retrieve the detached wire from the patient.